Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys total psa immunoassay (tpsa) on a cobas 6000 e 601 module (e601). The sample initially resulted with a tpsa value of 4.54 ng/ml and this value was reported outside of the laboratory to the physician. The physician did not question the result, but the customer decided to repeat the sample. An aliquot of the sample was repeated, resulting as 0.05 ng/ml. The original sample was also repeated, resulting as 0.05 ng/ml. No other tests were ordered on the sample and no alarms occurred on the analyzer. Controls measured that same morning were within range. Other samples with values around 4 ng/ml were repeated and no further discrepancies were observed. No adverse events were alleged to have occurred with the patient. The tpsa reagent lot number and expiration date were asked for, but not provided. Based on the provided information, an assay related issue could not be detected. The investigation was unable to find a definitive root cause.